Manufacturer narrative:
At time of filing, although expected, the reported device has not been returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
During incoming inspection, the distributor rejected this device, blade electrode, std, extended insulation, catalog # 138104, lot 201811261, for a possible insufficient heatseal. There was no contact with the patient as this was found during incoming inspection. Due to the potential severity of a possible breach in sterility, this report is being raised as a malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The customer's reported complaint of an insufficient heat seal leading to a breach in sterility is unconfirmed. Conmed received one 138104 in unopened original packaging, the reported catalog and lot numbers were verified. A visual inspection was performed and there were no obvious signs of a breach in the seal, however, the device was encroaching into the seal.the devices were dye leak tested per procedure. Dye leak testing indicated that the packaging did not have an insufficient heat seal or breach in sterility. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment and found no abnormalities that would contribute to this issue. A lot history review was conducted and found this is the only event for this lot number and failure mode. (B)(4). Conmed encourages the inspection of all medical equipment, packaging, and labeling prior to use. This issue will continue to be monitored through the complaint system to assure patient safety.